Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was used on an infected patient; therefore, the event cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil was inserted into the microcatheter and when it was removed, it spontaneously detached by itself. It was noted that there was friction in the middle segment of the microcatheter as the coil was pushed in. There was no attempt to detach the implant coil. It was noted that there was no problem with the microcatheter and no damage was seen on the microcatheter. Also no damage noted on the implant coil. There was no intervention required as the coil never entered the patient¿s body. No patient injury was reported at this time. This all occurred during the procedure. The product was used on an infected patient for treatment of an unruptured saccular aneurysm; therefor it will not be returned for evaluation. The patient¿s vasculature was normal in tortuosity and the blood flow was normal.

Manufacturer narrative:
Device evaluation: the axium prime coil was returned for analysis. The axium prime coil was returned without its introducer sheath. The axium prime pushwire was found bent ~127.0cm from proximal end. The coil was found against the lumen stop. The axium prime coil was found not attached to the pushwire. The axium prime implant coil broke off from the pushwire from the coil shell weld. In addition, the axium prime implant coil polypropylene filament broke off from the detach element. The axium prime implant coil was found damaged and stretched on its proximal end. No other anomalies were observed. The axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Regarding the customer¿s report of ¿premature detachment¿ the issue was confirmed. It is likely the damages found with the returned device (implant coil stretched/damaged, pushwire bent) occurred during movement against resistance or during repositioning subsequently causing the implant coil to break during removal. If information is provided in the future, a supplemental report will be issued.